Event description:
On 29th january, 2024 getinge became aware of an issue with one of our device eqt. As stated due to water ingress in hospital building, droplets were found all over device, and rust was found on monitor arm metal structures and screws. Photographic evidence confirmed also paint peeling issue. Further evaluation provided by subject matter experts allowed us to conclude that there is no visible paint peeling in the attached photos, these are traces of rust caused by water ingress. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury, and any liquid inside the device may cause electric shock.

Manufacturer narrative:
The correction of b5 describe event and problem, h4 manufacture date, h3a device evaluated by manufacturer?, h3b device not eval provide code, h3c if other provide code -explain and h6 medical device ¿ problem code fields deems required,. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th january, 2024 getinge became aware of an issue with one of our device eqt. As stated due to water ingress in hospital building, droplets were found all over device, and rust was found on monitor arm metal structures and screws. Photographic evidence confirmed also paint peeling issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury, and any liquid inside the device may cause electric shock. Corrected b5 describe event and problem: on 29th january, 2024 getinge became aware of an issue with one of our device eqt. As stated due to water ingress in hospital building, droplets were found all over device, and rust was found on monitor arm metal structures and screws. Photographic evidence confirmed also paint peeling issue. Further evaluation provided by subject matter experts allowed us to conclude that there is no visible paint peeling in the attached photos, these are traces of rust caused by water ingress. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury, and any liquid inside the device may cause electric shock. Previous h4 manufacture date: 10/08/2023. Corrected h4 manufacture date: 08/10/2023. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Previous h6 medical device ¿ problem code . Material integrity problem/degraded/corroded/1131. Environmental compatibility problem/moisture or humidity problem/moisture damage/1405 . Material integrity problem/degraded/peeled/delaminated/1454. Corrected h6 medical device ¿ problem code: material integrity problem/degraded/corroded/1131. Environmental compatibility problem/moisture or humidity problem/moisture damage/1405. Getinge became aware of an issue with one of our device eqt. As stated, due to water ingress in hospital building, droplets were found all over device, and rust was found on monitor arm metal structures and screws. Photographic evidence confirmed also paint peeling issue. Further evaluation provided by subject matter experts allowed us to conclude that there is no visible paint peeling in the attached photos, these are traces of rust caused by water ingress. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury, and any liquid inside the device may cause electric shock. It was established that when the event occurred, the maquet equipment did not meet its specification due to water ingress and rust occurrence, which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event¿s occurrence. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for water ingres and rust occurrence is very low. A technical evaluation of root cause for the headlight handle breakage was performed by subject matter experts at the manufacturing site. As they stated, according to the information provided the presence of water in the device is the result of a water leakage from the facility, it is a phenomenon external to the device. This problem is not related to the device, the or surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our device eqt. As stated due to water ingress in hospital building, droplets were found all over device, and rust was found on monitor arm metal structures and screws. Photographic evidence confirmed also paint peeling issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury, and any liquid inside the device may cause electric shock.